Event description:
Consumer called to report a needle breakoff in the patient's stomach. Went to the ER the same day and ER doctor tried to remove it. Could not get at it -- was told to leave it in. She went to her own doctor who advised her similarly.